Event description:
Customer aviva system blood glucose result of 70 mg/dl, drank soda pop, ate glucose. Same system retest results within 10 minutes were 150 mg/dl and 160 mg/dl. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.